Event description:
An optometrist reported that a patient presented with inflammation in both eyes approximately three week post lasik. The previously prescribed topical steroid eye drops were increased. There are two medical device reports associated with this event. This report is for the right eye. Additional information provided states that the patient's symptoms have improved and is no longer using the topical steroid eye drops.

Event description:
An optometrist reported that a patient presented with inflammation in both eyes, approximately three week post lasik. The previously prescribed topical steroid eye drops were increased. There are two medical device reports associated with this event. This report is for the right eye. Additional information provided states that the patient's symptoms have improved and is no longer using the topical steroid eye drops.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. The laser was successfully verified prior and after the date of the treatment. The logfile review could not be done because of missing logfile for the treatment date. Without logfile review the root cause could not be determined conclusively. The laser was found to be within specification prior to and after the date of the treatment. (B)(4).